Event description:
This event has occurred in (B)(6). Customer reported on a patient who had small bowel perforation requiring intestinal resection after retention of a pillcam sb capsule. An intestinal stricture was found along with the retained capsule at surgery. The patient had a history of bowel obstruction, structure and prior intestinal resection, which was caused by severe intestinal inflammation due to chronic use of nsaid medications. A patency capsule has been administered prior to the capsule endoscopy but the result of that study did not indicate intestinal obstruction.

Manufacturer narrative:
Given imaging labeling, such as user manual indicate that pillcam sb capsules are contraindicated for use in patients with known or suspected gastrointestinal obstruction or strictures.